Event description:
It was reported "frequent possible helium loss 2 alarms". To continue therapy, the pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The customer provided photos for evaluation. The first photo shows the pump triggered a helium loss 2 alarm. The second photo shows the iab driveline tubing with no signs of blood or condensation. The reported complaint of "frequent possible helium loss 2 alarms" is confirmed based on the photos provided in the complaint. They show the pump triggered a helium loss 2 alarm. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "frequent possible helium loss 2 alarms". To continue therapy, the pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".